Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 252 mg/dl. The customer reported the following led up to the event: just happened suddenly document treatment for high blood glucose bolus using the pump. The event involved product(s) mmt-1880l, mmt-7040a, mmt-7020la. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer received the hrm task but did not grant motor power in a reasonable time(pump error 82). The customer was able to clear the error but was unable to complete the rewind process. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Cust is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. No further patient complications were reported. Mmt-1880l was requested and the customer response was the device will be returned. No product return was required for mmt-7040a. No product return was required for mmt-7020la.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. No pump error 82 alarms were noted during testing. Successfully downloaded history files and traces using thump software. Pump error 82 was found in the history file/long trace file on the event date of 28-apr-2024 at 17:20:24.000. The pump delivered 172 bolus deliveries on the event date of 28-apr-2024 at 00:10:23.000 to 22:11:53.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer's complaint for high bg's. Pump error 82 alarms was confirmed in the pump history files and traces due to a software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.